Event description:
It was reported that the lead exhibited high capture thresholds and impedance. Suspected externalized conductors were observed on x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states lead was capped. Lead fracture was noted.